Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a clot was stuck to the tip of the catheter during the procedure. The patient received anticoagulant during the procedure. The generator was in power control mode. There were no errors reported by the biosense webster systems during the procedure. In addition, there were no issues related to temperature and flow on the catheter. The catheter was changed and the procedure was completed with no patient consequence. This event is MDR reportable because a clot has poor adherence to catheters and it could be a potential source of embolism.